Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that fluid was able to freely flow the complete fluid path. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although no damage was present, a root cause of unsure properly inserted could not be determined.

Manufacturer narrative:
Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s926usqs4aya1 smartphone hardware: sm-s926u cgm sensor type: g6 the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 342 mg/dl, while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated and bent in the infusion site (abdomen). As treatment, the patient gave themselves a bolus correction and changed out the pod.